Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection at the abdominal suture site. The pump was explanted on (B)(6) 2016.

Manufacturer narrative:
Multiple attempts were made to retrieve additional information regarding the event, but there has been no response. If additional information becomes available, a supplemental report will be submitted. Internal complaint number: (B)(4).

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as electrical and memory testing. Based on the results of the investigation, the reported event could not be confirmed. It is likely that the reported error codes were cleared prior to the device investigation. Internal complaint number: (B)(4).

Manufacturer narrative:
The device was subjected to visual external and internal inspection, as well as electrical and memory testing. Based on the results of the investigation, the reported event could not be confirmed. It is likely that the reported error codes were cleared prior to the device investigation. Internal complaint number: (B)(4).